Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that they got low battery alert and changed out the battery, but insulin pump did not accept the battery. Customer tried several batteries, but insulin pump did not turn on. Customer stated the battery compartment was cracked. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated they went emergency room as wife experienced high blood glucose and they did not have back up plan. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.